Event description:
It was reported to vyaire medical that the avea ventilator sensor is not functioning. Furthermore, there was no information for patient associated with the reported event.

Manufacturer narrative:
Vyaire medical file identification: com-(B)(4). H3: 81 other - at this time, the suspect device has not been returned for evaluation. Therefore, root cause has not been determined yet. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.

Manufacturer narrative:
Results of investigation: vyaire fse arrived on site to evaluate suspect device. The following information is derived from wo (B)(4). The service technician was able to confirm the reported issue. The unit was tested and the o2 calibration failed, so it was replaced with a customer spare. The device passed both the est and the o2 calibration, and when it was run through ovp, it passed all tests and ran according to OEM specifications. D4. UDI# - the device has a date of manufacture of 29-mar-13 and was not subject to UDI requirements. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.